Manufacturer narrative:
The reported occurrence may have been related to improper loading of the IV tubing through the infusion pump. If the IV tubing is loaded off of the pumping fingers between the upstream and downstream occlusion sensors, the restriction caused by this improper loading may not be detected by the pump. The operator's manual instructs to "ensure that the tubing is loaded straight through the pump mechanism tubing guides and safety clamp" and to "confirm flow by checking for drops in the i.v. Set drip chamber" after starting the infusion. Teaching materials are being sent to the hosp.

Event description:
Add'l info rec'd from the hosp indicated that little or no solution had been administered and not an overdelivery as initially reported. The pump was reported to be set at 21 ml/hr with a 500 ml bag of lipids. The bag was found almost completely full after 5 hrs of pump operation. The rptr commented that the tubing in the pump appeared "scrunched and compressed" and "flattened more than normal". No med or surgical intervention was required. It was reported that the pt has since died, it was unrelated to this event.